Event description:
It was reported that a cartridge alarm occurred. The customers blood glucose (bg) level was "high"; although specific value was not provided. Customer addressed elevated bg via correction bolus. Reportedly, the customer performed a cartridge change to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.